Manufacturer narrative:
(B)(4), the actual device was not returned; however, the customer provided one photo for analysis. The complaint of swg kinked was able to be confirmed by the photo which shows a guide wire with a single kink towards the distal end. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The customer report of swg kinked was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire was bent when the kit was opened. Another kit was obtained for use. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the guidewire was bent when the kit was opened. Another kit was obtained for use. The patient's condition is reported as fine.